Event description:
Left breast implant was removed due to implant had ruptured-deflation. Both implants exchanged. Scar revision with suction assisted lipo-suction. Also, suction assisted lipectomy of the implants was performed at this time.